Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to hold fluid column. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostatic valve was leaking, and failed to hold fluid column during. The sgc was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported loss of fluid column in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.